Event description:
The customer contacted stryker to report that their device would not turn on when opening the lid. In this state, the device would not detect the lid being opened or closed, and therefore, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. It was determined that the cause of the issue was depleted battery. The customer received a replacement battery under warranty. The device passed functional and performance testing and was returned to the customer.

Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not turn on when opening the lid. In this state, the device would not detect the lid being opened or closed, and therefore, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.